Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a coronary spasm and st segment elevation. The left pulmonary veins had been successfully ablated and the physician had moved to the right superior pulmonary vein (rspv). During the 3rd basket application at the rspv st segment elevation was observed right after the ablation. The patient's blood pressure dropped at this time and the physician observed the patient's right ventricle through intracardiac echocardiography (ice) imaging and saw reduced movement. Catheters were removed from the patient and angiogram was performed, during which the st segment returned to normal without intervention. The angiogram found no occlusions in the coronaries. The patient was placed on a continuous nitro drip and the physician continued the procedure by isolating the right pulmonary veins and the posterior wall. The ablation of the posterior wall is considered off label use as the farawave is only indicated for ablations of the pulmonary veins. After the procedure was successfully completed the patient was admitted overnight for monitoring and is expected to make a full recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.